Event description:
Motor heated approx 20 mins into surgery. It got so hot that the surgeon could not hold it any longer. After cooling the surgeon wrapped a towel around the motor to finish the case.